Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 200cc mentor memorygel breast implant experienced right sided rupture and what was described as silicone poisoning post procedure. The patient stated the symptoms of the silicone poisoning were making her life difficult, but did not elaborate on the exact nature of the symptoms. Computed tomography showed some silicone collection under the right armpit. The contralateral prosthesis was a non-mentor device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.